Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with stage ia bia-alcl. The specific markers confirming this event have not been reported or confirmed. The manufacturer of the device is unknown, allergan has chosen to report this complaint conservatively. Affected side is unknown. Device status is unknown.

Manufacturer narrative:
Article citation: akkad n, kodgule r, duncavage ej, et al. Evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing. Aesthetic surgery journal. 2022 nov:sjac282. Doi: 10.1093/asj/sjac282. Pmid: 36351182. (B)(4). Collaborative authors: dr. Rohan kodgule, dr. Eric j. Duncavage, dr. Neha mehta-shah, dr. David h. Spencer, dr. Marcus watkins, dr. Cara shirai, and dr. Terence myckatyn authors are part of washington university school of medicine, st. Louis, mo. Contact for dr. Terence myckatyn email: myckatyn@wustl.edu. Date of dignosis: exact date not provided. Diagnosis: lymphoma - alcl-suspected, no histopathological markers provided. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for removal: bia-alcl, no histopathological markers provided.